Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the surgeon was using a swivelock anchor and the fiberwire sutures were not preloaded. After impacting the anchor and retrieving the blue guide the fiberwire sutures came out as well. The fiberwire sutures were not hold in the eyelet. It happened with two anchors with the same lot number. The screw of swivelock 5,5 was well placed and blocked the sutures of medial, so the anchors stayed in the patient. The used anchor was implanted with no damage to the patient. The surgeon did not need to use the fiberwire (which were not preloaded) for these two cases. No further information received.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Update avoe 31-oct-2024: it was confirmed that the error occurred on the (B)(6) 2024 during a rotator cuff surgery using a suturebridge technique. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.